Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels, however a specific bg value was not provided. Reportedly, basal iq intermittently suspended insulin delivery during elevated bg events. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.